Event description:
It was reported that a patient had a "surging sensation." The reporter stated that the patient fell off a ladder on (B)(6) 2012 and since then had been noticing the lead on the left side of their back was causing some issues. It was reported that when the patient went to turn the stimulation up a little bit, stimulation would automatically turn way up and then way down. The reporter stated that it was like someone was turning a knob up and down to control the stimulation when the patient was not doing anything to it. It was noted that the patient was not experiencing any pain with this. It was reported that the patient hadn't had the device checked since the fall. The reporter stated that the patient only had one program and group to choose from. It was reported that the patient saw a screen show up on their programmer but stated that they were uncertain what it was. It was noted that the patient tried to contact their health care provider. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3550-39, lot # n271643, implanted: (B)(6) 2010, product type accessory. (B)(4).